Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. The cutter was received with the protective needle cap on. A visual inspection revealed that the safety lock and the actuation button had been actuated and the cutter tube was extended past the aortic stop. The needle appeared to be straight and undamaged. The distance from the aortic stop to the cutter edge was measured. A value of 10.16mm was obtained and was found to be within specifications. The cutting edge of the tube was examined and no nonconformities were found. There was no evidence of blood on the device. Based upon these findings, the reported failure could not be confirmed. A lot history record review was completed and there was no nonconformance that could have caused the reported failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 aortic cutter would not punch a hole in the aorta. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.